Event description:
It was reported that a patient expired. The reported cause of death was sub arachnoid hemorrhage. No other information is known at this time and it is not clear if the death was related to the previous driveline infection. Investigation is still in progress. Pump remained implanted and will not be returned.

Manufacturer narrative:
The hvad remains implanted in patient and will not be returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Pump remains implanted.